Event description:
Reporter indicated the patient's vomiting, syncope, pneumonia, and gastro-paresis are not felt to be related to the vns. The events are not related to vns stimulation either. The events are due to complications from the patient's illness. The patient is a "very disabled man" with multiple epileptic seizures daily and at night. The vns was temporarily disabled due to fever and illness. "There is no way to measure if he is suffering in any way of the stimulation of vns and he is too weak to suffer from anything else beside the illness. Maybe he will be better and then we will evaluate if the vns therapy should be continued or not". No causal or contributory vns programming or medication changes preceded the onset of the events. The patient does not have a pre-vns history of gastro-paresis. The patient does sometimes vomit with illnesses. It is unknown if the patient has a pre-vns history of syncope.

Manufacturer narrative:
.

Event description:
On (B)(6) 2013, it was reported that this vns patient was taken to the hospital on several occasions due to indigestion problems. His condition improved but he still had difficult eating by himself as he was fed via feeding tube due to his handicap and lack of motivation. The patient also experienced other adverse events that occurred after vns implant: the patient's mother believed they were due to vns. Toward (B)(6) 2012, the patient began having fecal vomiting and constipation and an aspiration pneumonia complication. At (B)(6) 2012, the patient had a diaphragmatic hernia with large defect. There was a gastro paresis with gastric retention complication post-operatively. In (B)(6) 2012, the patient had aspiration pneumonia with many epileptic seizures in (B)(6) 2012, there was more footage of epilepsy and a reduction of consciousness medical details were missing and proper narration of the event could not be confirmed due to communication errors between the patient's mother and the physician. The patient's current settings were provided. (Output current: 1.? Ma, frequency: 30 hz, pulsewidth: 250 usec.) Attempts for additional information have been unsuccessful.